Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and tissue was observed on the proximal part of the jaws. A ,microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw, at the center as well as on the distal point of the hot jaw, but remained attached at the base and tip. The silicone boot insulation on the jaws appeared intact. The shaft was observed to be slightly bent at the center. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed five (5) times using "max life test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. We did not observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to cut" was not confirmed but was confirmed for the analyzed failures " material twisted/bent" and "bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working and would not evacuate the clot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working and would not evacuate the clot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.